Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that one power on reset (por) occurred on (B)(6) 2010 and one patient alert for device circuit error occurred on (B)(6) 2010.

Event description:
It was reported that there was a power on reset. Device is still in use. No patient complications have been reported as a result of this event.